Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted (B)(4) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited oversensing/electromagnetic interference during cautery that was performed during a surgery. The device remains in use. No patient complications have been reported as a result of this event.